Event description:
A nurse reported a system message was received prior to surgery. The case was canceled after the pt had received peribulbar anesthesia and been brought into the surgical suite. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).